Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis. Visual inspection noted that the setscrew mark was in the correct location. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed with no abnormal findings. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported loss of capture.

Event description:
This report is being filed with analysis results.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced three days after it was implanted due lead failure that led to loss of capture. A temporary lead was placed, however the lead revision was performed that same day. No adverse patient effects were reported.